Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, no further information was provided.

Event description:
It was reported that during a dexmedetomidine infusion, the large volume pump module (lvp) displayed a channel error, and the clinician switched out the lvp to continue the infusion. The effected lvp was positioned between the pcu and another lvp infusing an unknown medication, therefore this error required the adjacent lvp to be removed and replaced back onto the pcu to continue infusing. There was a delay in therapy, however there was no consequence or adverse impact on the patient. Although requested, no further information was provided.